Event description:
It was reported that prior to an unknown procedure two holes were found on the sterile package. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the tcr10 package was visually inspected and it was confirmed that two holes were present in the tyvek lid. The tyvek side and the blister side of the package was abraded and worn and the package was crushed. The cartridge reload was crushed and broken from significant crushing pressure. The holes in the tyvek did not align with any protrusions of the device and were likely caused by the weighted object that caused the crush damage. It is suspected that the damage occurred external to the ees packaging process. Packages are 100% inspected immediately after being sealed and a random quality inspection is performed. Packages are placed into sales unit cartons and then into corrugate shipper cartons. There is nothing in the process that is consistent with causing the damage observed on the package. Lot history records for k4dg7e, product code tcr10, were reviewed . No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.